Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
Connection issues were noted to the subject device. Reportedly during a re-intervention performed due to atrial lead dislodgement, the is-1 atrial lead connector was unscrewed from the connector block of the device without any difficulties. The atrial lead was repositioned. The atrial is-1 connector was then inserted into the device header without any difficulties but it was impossible to fix the is-1 connector of the lead (with the set-screw). No difficulties were noted while screwing and unscrewing the ventricular lead with the same screwdriver. Another attempt was made to fasten the set-screw of the atrial port with the same screwdriver without success. A new device was implanted and connected to the existing leads.

Event description:
Connection issues were noted to the subject device. Reportedly during a re-intervention performed due to atrial lead dislodgement, the is-1 atrial lead connector was unscrewed from the connector block of the device without any difficulties. The atrial lead was repositioned. The atrial is-1 connector was then inserted into the device header without any difficulties but it was impossible to fix the is-1 connector of the lead (with the set-screw). No difficulties were noted while screwing and unscrewing the ventricular lead with the same screwdriver. Another attempt was made to fasten the set-screw of the atrial port with the same screwdriver without success. A new device was implanted and connected to the existing leads.

Event description:
Connection issues were noted to the subject device. Reportedly during a re-intervention performed due to atrial lead dislodgement, the is-1 atrial lead connector was unscrewed from the connector block of the device without any difficulties. The atrial lead was repositioned. The atrial is-1 connector was then inserted into the device header without any difficulties but it was impossible to fix the is-1 connector of the lead (with the set-screw). No difficulties were noted while screwing and unscrewing the ventricular lead with the same screwdriver. Another attempt was made to fasten the set-screw of the atrial port with the same screwdriver without success. A new device was implanted and connected to the existing leads.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.